Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. However, device error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm after the self test. The blood glucose of the customer was unknown. The customer reported that the fist time self test was passed and again the hardware low level failure alarm occurred. It was reported that insulin pump had absence of audible sensor alarm. The device will be returned or the analysis.